Event description:
It was reported to boston scientific in 2007, that an ultraflex covered ng esophageal stent device was used for an esophageal stent placement in a thirty nine female patient ( weight unknown) the same day. According to the complainant, "dr ramorasata did an esophageal stent six months later. Post deployment of the stent they saw under fluoroscopy and endoscopy that the proximal flare had not expanded fully. They decided to evaluate the patient again after 48 hours and found with the x-ray that the proximal flare has still not fully expanded." However, an edoscopic inspection of the device at the hospital by a bsc representative, who noted that the nylon strand on the proximal stent was pulled out, twisted and it looked as if it was preventing the proximal section from opening. The physician , using forceps, was able to untwist the strand and assist in the opening of the proximal end of the stent. Once the stent was opened, the nylon strand had not pulled back into its normal position. The physician decided to the leave the stent in place and not remove or place a stent within the present one. The physician completed the procedure with this ultraflex covered ng esophageal stent .no complications were reported as a result of issue.

Manufacturer narrative:
The device has not been returned, therefore, a device analysis cannot be determined, thus the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.